Manufacturer narrative:
(B)(4). Eval results and conclusion: (death, migration, endoleak, rupture), (no further info was provided for the events for this case).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of abdominal aortic aneurysm approx 6 years ago. Aneurysm and vessel morphology were not reported. It was reported that the stent graft had migrated greater than 50 mm distally with a proximal type I endoleak. The pt was being evaluated for the intervention; however, during the eval the aneurysm ruptured. The intervention was attempted however, the patient expired. No further details leading to the stent graft migration and death are known.